Event description:
Swelling in both knees; pain in both knees; decreased mobility both knees; leg cramps in both legs. Information was received on 07-aug-2006 from a male patient with a medical history of osteoarthritis, who experienced swelling, pain, and decreased mobility in both knees, and leg cramps in both legs. The patient received three injections of synvisc into both knees on three different days in 2006. After his third injection, the patient experienced swelling, pain, and decreased mobility in both knees. Fourteen days later, the patient was treated by a physician with a corticosteroid injection in both knees. The symptoms resolved after the corticosteroid injection and the patient began to get benefit from the synvisc injections. Since receiving the synvisc injections, the patient has been experiencing leg cramps in both legs at night that wake him up, and he has to get up and walk around to relieve the cramps. Some nights he is woken up 3 times with leg cramps, which leads to his not getting enough sleep. The patient stated that his physician recommended he drink "quinine water" before going to bed, and his daughter, who is a nurse, recommended gatorade so that he would get some potassium and that might help with the leg cramps. He reported that neither of the suggested treatments has worked, and he is continuing to experience leg cramps in both legs at night. At the time of this report, the patient's leg cramps have not resolved.